Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between mar 4, 2022 and jul 19, 2022. Telephone number:(B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient felt discomfort in visual acuity and had blurry vision with an intraocular lens (iol). The patient's pre-operative distance visual acuity was 0.8 and after operation, the visual acuity dropped to 0.5. Therefore, an explant was performed. A non-johnson & johnson lens was implanted as a replacement. The incision was enlarged, but a vitrectomy was not required. There was no delay in treatment. The corrected vision was 1.0. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noticed that section h6 code 2137 blurry vision was inadvertently not included. Additionally, removed codes in section h6: health effect - impact code: 2271therapeutic response decreased and health effect - clinical code: 2330 discomfort and replaced with section h6: 2138 visual impairment. The following sections have been updated accordingly: section h6: health effect - clinical code: 2137 blurry vision. Section h6: health effect - clinical code: 2138 unexpected postop refraction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.